Event description:
The customer reported that he was hospitalized twice due to diabetic ketoacidosis. The first event was on (B)(6) 2011 with a blood glucose reading of 274 mg/dl. The customer experienced dehydration and severe flu-like symptoms, which may have contributed to the elevated blood glucose levels. The second event was on (B)(6) 2012 with blood glucose levels in the low 500 mg/dl range. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.